Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a relative of a patient, via phone, that the patient is experiencing a reaction 3 weeks after undergoing a right de rotational femoral osteotomy with allograft and mpsl reconstruction with allograft on (B)(6) 2023 in which (2) ar-8934bcst suture tapes, an ar-8719mxds-2015 dynanite staple, and an ar-4030p-07 peek interference screw were implanted. The patient was admitted to the hospital after experiencing a breakout of hives. The patient is being treated with steroids and other antihistamines that are keeping her stable. The patient is awaiting allergy testing. There was no additional information provided additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed based on the documents submitted for evaluation. Consequently, based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.